Event description:
Spoke with the pt and she stated that she had her hyalgan injection on friday and experienced with (B)(6) and stomach grouching ever since. She went to urgent care and was prescribed benadryl. She feels a little better now but still has anxiety. I advised her to follow the urgent care md's instruction in the meantime while waiting for the medication to be eliminated from her system. Half-life of hyalgan is roughly 2 days. Per patient, while at urgent care, her vital sign was normal, no difficult breathing. She also stated that she still feels burning inside and flushing on her face. I also added if she still feels uneasy, make another trip to urgent care.